Event description:
It was reported that a smiths medical pump had a scratched lens and red screen on power up. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer reported "scratched lens and red screen on power up." Problem was duplicated. Re-loaded software and scratched lens was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.